Event description:
It was reported that a minimum fill notification occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer loaded a new cartridge and was able to resume insulin therapy. There was no adverse impact to the customer's blood glucose level.